Event description:
It has been reported to co that during the procedure the sheath of this device was defective. Reportedly, following the placement of the sheath in the vessel, as the physician attempted to remove the catheter, the sheath accordioned. The patient is reported as fine and the device is being returned for co's analysis.